Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. Unit received with cracked case at display window corners and reservoir tube lip. Unit received with minor scratched lcd window. Unit received with missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.